Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window. The insulin pump was received with no button response due to flattened esc, act and up arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Blood glucose was 70 mg/dl and she drunk some juice. Customer reported that insulin pump has a crack. Customer stated that the were missing pieces and cracks on top of reservoir compartment. Customer reported that screen was scratched on the lower left side, upper right above up button from the screen going up to the right was cracked. Customer declined troubleshoot for low blood glucose. The insulin pump was returned for analysis.